Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection and a hypoglycemic event occurred. On the morning of (B)(6)2018, the patient woke up sweating and was unable to move. He indicated that he was in a hypoglycemic state and was not alerted by the dexcom because there was a signal loss. Paramedics were called and administered the patient with a glucagon shot. The patient also drank juice and ate lollies. It was indicated that the patient was in the hospital for a few hours. At the time of contact, the patient's glucose values were back in normal range. Data was provided for evaluation. Loss of connection was not confirmed. A root cause could not be determined. No additional event or patient information is available.